Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the citalopram could not be pulled from pyxis. A technical support specialist (tss) dialed into the station. No errors were found in the medication application log during the reported timeframe. A screenshot showed a grayed-out order with med ID 112883 and no description. The tss logged into patient encounter system (pes) and confirmed that med ID 112883 existed locally with the correct name, as verified by the database. The customer provided the order ID, the order was reviewed and found to be missing the generic name. The tss suggested the customer to ensure proper availability of the item, first create it in the pharmacy formulary and verify that all relevant facilities are selected in the facilities tab. Next, approve the item across all required facilities. Finally, load the item into the stations where it is needed for use. The customer also confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es citalopram are not able to be pulled from pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es citalopram are not able to be pulled from pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.